Manufacturer narrative:
(B)(4).

Event description:
The patient stated that she needed to be reprogrammed, and she has had a return of symptoms for the last 2-3 days and later clarified monday ((B)(6) 2016) so she turned the stimulation up but this hasn't helped. The patient reported no falls or trauma. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received via the consumer reported the physician told the patient how to contact a representative for adjustment and provided a room for that (B)(6). It was noted it appeared only one program was working to prevent frequency and dribbling. The representative checked all the programs and reset program three. When the patient lived in (B)(6), he was told that one had "no connection" but the representative indicated he saw connection on all four.